Manufacturer narrative:
No lot number was provided and no sample was available; therefore, a root cause could not be determined. Solventum cannot verify the identity of the alleged material that was swallowed. Multiple unsuccessful attempts for additional information were made. Solventum will continue to monitor.

Event description:
An elderly patient allegedly swallowed 3m¿ paradigm¿ regular body fast set vps impression material used to reline an existing denture about a year ago. Two surgeries were performed to remove the material. It was reported that the patient has experienced dementia symptoms. No further information was provided.